Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: ground lead of the drive line fracture. Specific component(s) involved: driveline malfunction. Additional text: ground wire fracture. Other component: causative or contributing factor: patient non-compliance in device. Maintenance/protection. Other cause: intervention(s): replacement of pump. Other intervention : implant device type: lvad.